Manufacturer narrative:
Evaluation summary: a cause for this specific clinical event cannot be ascertained from the info provided. While a cause for this specific clinical event cannot be ascertained from the info provided, it may be related to the issues for which zimmer implemented a correction action in (B)(4) 2010. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. A field action was conducted on (B)(4) 2010, in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. The device in question was implanted prior to this field action.

Event description:
It is reported that the pt presented with radiolucent lines under the tibial component approx 12 months after implantation.